Manufacturer narrative:
Internal report reference number: (B)(6) b2: adverse event report is being submitted due to symptoms related to diabetes: sweating. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-090: user removed battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. The customer reported not feeling well, she was sweating and she believed her blood sugar is low. Customer also stated that the meter tray that hold the battery is missing she can see the inside of the meter circuit board. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer¿s expiration date is (B)(6) 2023.